Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Subsequently, this device reached to elective replacement indicator (eri). Additional information received which indicated that the patient with this device experienced infection. As patient stated and verbalized that during the recent changed out, patient got and infection and it eventually went though the entire body. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Subsequently, this device reached to elective replacement indicator (eri). Additional information received which indicated that the patient with this device experienced infection. As patient stated and verbalized that during the recent changed out, patient got and infection and it eventually went though the entire body. This device was explanted and replaced. No additional adverse patient effects were reported.